Event description:
It was reported that the patient has a history of a stroke. Additional information received reported that the patient had his first stroke in (B)(6) 2008. The patient was noted to have been hospitalized and went to rehabilitation. The second stroke was a transient ischaemic attack (tia). It was reported that the patient did not report to the hospital in 2009 or 2010 for the events. It was added that both strokes were not device related.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v013081, implanted: (B)(6) 2007, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7438, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).